Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 73years, 8 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a continuous red heart low flow alarm over ten times per hour with instructions to call the hospital contact. The patient has reportedly had these alarms in the past. It was reported that the patient had gained weight since implant and the inflow conduit was pointing toward the septal wall. The patient reportedly remained asymptomatic. It was reported that the low flow alarms were related to pump positioning and the patient is not a surgical candidate. A system controller with a lower flow limit was programmed by the manufacturer. The alarms reportedly resolved with the new system controller. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not conclusively be determined. No device was available for evaluation. The system controller was exchanged and no further issues have been reported. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.